Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he tries to rewind and get ready for the set change, he gets a no delivery alarm. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer had to change the sets multiple times and the issue has been going on for the past 2 days. Customer has had high blood glucose because he is not getting insulin. Customer stated that the alarm was resolved by a complete set change. Customer was advised to monitor the issue and ran the self test on the pump.